Manufacturer narrative:
The failure investigation has been completed and the alleged battery - not charging issue was verified while based on the analysis, the alleged battery depletion issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.